Event description:
It was reported that the left ventricular (lv) lead short interval counts (sic) had reached 269 since the patient's last programmer session in (B)(6) 2014. Prior to that the sic was 175. No oversensing was observed on current egm. Three nst episodes but all appear to be arrhythmic and do not show nonphysiologic sensing. The rv pacing lead impedance is stable. The lead remains in use and is being monitored, with no intervention necessary at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693558 lead, implanted: (B)(6) 2013. A 5076-52 lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's left ventricular (lv) lead was plugged into the right ventricular (rv) lead port.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead integrity alert (lia) occurred due to a recent elevation in sensing integrity counter (sic).